Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in colombia reported via a fisher & paykel healthcare (f&p) field representative, that the rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test. There was no patient involvement.

Manufacturer narrative:
Ps(B)(4). Corrected data: section d9 device available for evaluation? No. Section h3 device evaluated by manufacturer? Other method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. However based on the information provided, the reported leak was most likely due to the feedset not being connected to a waterbag. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in colombia reported via a fisher & paykel healthcare (f&p) field representative, that the rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test. There was no patient involvement.